Manufacturer narrative:
Results: haemorrhage. Conclusions: haemorrhage. (B)(4).

Event description:
One endeavor drug eluting stent was implanted to the lad during the index procedure. Clinical events committee determined that an arc defined mi occurred in the territory of the target vessel during index or re-pci procedure. It was reported that the patient suffered a gi bleed event 3 months post index procedure. It was not assessed whether the event was related to the study stent.